Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was over delivering insulin. Customer was experienced low blood glucose. Blood glucose at the time of event was 60 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Customer was treated with food. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.